Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 14, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received stuck inside of the complaint handpiece. The plunger rod was advanced to the edge of the lens. Additionally the cartridge tip was observed to be bent, in a way consistent with a handpiece that was dropped. The handpiece was disassembled and no assembly issues could be identified that could contribute to or cause the complaint issue. However, the handpiece where the lens module hold could be observed to be damage; additionally, the plunger rod could also be observed to be bent. The lens was removed from the cartridge and cleaned, revealing that the lens had a detached haptic and that the remaining haptic was damaged. Conclusion: the reported complaint issues cosmetic issues (scratch on lens) and override and device advancement issue were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Hold for ta 12/21 it was reported that the preloaded intraocular lens (iol) pusher went under the lens when progressing the lens. The lens was possibly scratched and could not be progressed. There was no patient contact with patient's left eye and the event was observed during handling of the device. The patient has recovered. No other information was provided.